Manufacturer narrative:
The reported event of the direct trend data not available was confirmed. Based on the review of the information provided, the direct trend data will not collect if the lead impedance measurement is not taken during implant. The device is performing per design.

Event description:
It was reported that a diagnostic anomaly indicating direct trend reports not being available was observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.